Event description:
It was reported that stent dislodgement and unstable patient condition occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on the ostial right coronary artery (rca). The 20x4.00 promus elite stent was flushed during preparation and no obstructions were noticed at the time of flushing. The promus elite stent delivery system was advanced to rca. Balloon dilation was performed and the stent was observed not attached to the balloon. The procedure was time consuming and the patient briefly became unstable. The promus elite stent detached from the stent delivery system prior to entering the patient. The procedure was successfully completed with another of the same device. The patient was briefly unstable during the procedure but became stable again. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: a 20 x 4.00mm promus elite stent was returned for analysis without the delivery system. The stent returned visibly detached, damaged and inside a haemostatic valve. During manufacture the max stent profile is measured and the minimum and maximum values were verified to be within maximum crimped stent profile measurement. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement and unstable patient condition occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on the ostial right coronary artery (rca). The 20x4.00 promus elite stent was flushed during preparation and no obstructions were noticed at the time of flushing. The promus elite stent delivery system was advanced to rca. Balloon dilation was performed and the stent was observed not attached to the balloon. The procedure was time consuming and the patient briefly became unstable. The promus elite stent detached from the stent delivery system prior to entering the patient. The procedure was successfully completed with another of the same device. The patient was briefly unstable during the procedure but became stable again. No further patient complications were reported in relation to this event.